Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced shocking sensation. The first time this happened when she was sitting up and watching t.v she did not know how long it last either. Another time this happened when she was in bed while sitting there. She felt under butt vibrating and wasn¿t sure what to make of it. This happened on the left side and she would try turning off to see if this helps. She had not called the healthcare provider (hcp) and would after this. Patient stated about a week ago, she was at hcp and had bruises on buttock area. It was like stretch mark.